Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that their implantable cardioverter defibrillator (ICD) was moving in their chest and their physician was considering moving it. The ICD remains in use. No patient complications have been reported as a result of this event.